Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found that the proximal end of the conduction had broken due to overstress/damage. The # 1 conductor is broken (overstress damage) 2.0 cm from the proximal end near the # 1 connector. The insulation in between the connectors is discolored, expanded, and damaged. The expanded insulation in between the connectors would explain the difficulty disconnecting the extension from the ins.

Event description:
Additional information received reported that it was unknown when the patient had lost stimulation. It was stated that the impedance issue had first been noticed during the intraoperative testing. It was noted that the lead and extension had both been testing by using the multi-lead trialing cable ((B)(4)) and lead separately. It was noted that the exact impedance measurement were unknown. It was noted that the impedance resolved after the extension had been removed. It was noted that the patient was doing well and had recovered from the surgery ¿without any sequel.¿ it was further noted that the patient was receiving effective therapy.

Event description:
It was reported that the extension had been explanted on (B)(6) 2014 because it had ¿gone bad,¿ and had caused the two leads that had been connected to it to have out of range impedances. It was stated that the patient had lost stimulation asa result. It was stated that the healthcare provider (hcp) had difficulty removing the extension from the implantable neurostimulator (ins) header block. It was noted that the set screw had been loosened and the extension would not come out. It was noted that it took ¿several minutes and trying multiple times¿ before the extension came out. It was noted that there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v081131, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v093277, implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.